Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported by the spouse that at night time, the patient was in his room and saw that his egv on the display device was 198 mg/dl. It was not documented whether the patient experienced symptoms at that time or checked the bg at that time. He self-treated the high egv with 5 units of insulin. An unspecified time later, the egv had not lowered (egv not documented), so the spouse checked the bg. The bg was 55 mg/dl. The patient experienced headache. It was not documented whether the patient/spouse attempted to treat the hypoglycemia at that time. The spouse called an ambulance. An unspecified time alter, the bg by ems was 35 mg/dl while the egv was 198 mg/dl. On the way to the hospital, ems treated the patient with 1 glucose. When they arrived in the hospital, staff gave the patient more glucose. The spouse did not know how many total glucose were given. After treatment, the patient stabilized and was discharged after 10 hours. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.